Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the atrial lead was viewed under fluoroscopy, the lead appeared to be dislodged. It was also reported that the atrial lead was undersensing. The atrial lead was capped and not replaced as the physician opted to implant a single chamber device. No patient complications have been reported as a result of this event.